Manufacturer narrative:
Additional information: d10, h6, h10. One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. According to the investigation the pump was inspected, and functional testing performed, and the pump passed all testing. Further investigation of the pump found no issue with lost programming with batteries. Therefore, no problem found with the reported issue.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the patient used a backup pump. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.